Event description:
Patient contacted dexcom to report intermittent out of range.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, it was noticed that this was duplicate information which has been provided on MDR #3004753838-2014- 14261. The initial MDR for this report (MDR#3004753838-2014-15302) should not have been submitted.